Event description:
A malfunction alarm was reported, indicating a non-resettable error code. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, which was under warranty, and the customer was advised to use multiple daily injections as a backup therapy while waiting for the replacement. The customer was instructed on how to put the pump into storage mode and agreed to return it using a pre-paid label within ten days.